Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction and scratched the area into a cut. That patient's physician prescribed an ointment. The patient indicated that he had not used the ointment. Initial follow up indicated that the area was still the same. Multiple follow up attempts were unsuccessful in determining the final medical outcome.